Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (50 mg/dl) and juice was consumed to address the low bg. The customer stated that she had been taking medication to make her body more sensitive and was the cause of the low bg. The customer's healthcare provider had been monitoring the bg level. The pump settings were adjusted and the low bg was corrected.